Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97745 (unknown serial/lot); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient is experiencing severe back spasms and alleged that the controller automatically shifts to high levels without them touching it, which incapacitates their entire body. The stimulator reportedly turns off on its own, and the on/off button on the controller appears loose. Patient has tried multiple controllers with the same issues. Patient adamantly denies doing any adjusting manually. The patient removed the battery from their controller to prevent unintended stimulation changes. No patient complications have been reported as a result of this event.